Manufacturer narrative:
Initial.

Event description:
It was reported that the user received multiple pump alerts including low insulin, insulin occlusion, and sensor expiring within 24 hours, then sought assistance to review alert timing and to add insulin because only 5 units remained. Symptoms were not reported. Outcomes included user education and troubleshooting, including guidance to perform a rewind and replace the cartridge without hospitalization. Customer care provided guided troubleshooting over the phone to locate and execute the rewind and to address the occlusion. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion that required a supply change to resolve, associated with the infusion set and cartridge handling. It was concluded, based on previously established findings for similar reports, that user handling contributed to the occlusion and that replacing the supply components is the appropriate mitigation.